Event description:
Per provider,gear clamps are leaking. Per independent repair center statement: gear clamps, exhaust manifold were leaking , replacements made. Per independent repair center statement, the unit was low o2 or yellow light. The key failure was gear clamps were leaking.